Event description:
The customer used the device to check their blood glucose and obtained a reading of hi. They didn't feel good and passed out. They were taken to the hosp and glucose level was 27 mg/dl. They were treated with an unk injection and kept for observation until glucose rose to 140 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.